Manufacturer narrative:
The device remains implanted, supporting the patient at the time of the MDR writing, and therefore, evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smartassist states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that a patient with an acute myocardial infarction and cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During support, laboratory results confirmed hemolysis. The patient also experienced a run of ventricular tachycardia, for which they were defibrillated and treated with lidocaine. Mechanical support was continued following the intervention. Additionally, the staff encountered resistance while attempting to reposition the pump. Documentation indicated that retracting the device was difficult and required multiple personnel to reposition it successfully. The patient remained on impella support.

Manufacturer narrative:
B5 describe event or problem updated with additional information. D6b explant date updated with additional info. The investigation has been completed. No product was returned. Per the clinical investigation for hemolysis: the data log shows the trend of the placement signal and flow while running on steady at the p-level during the time of hemolysis. There were no motor current spikes or positioning issues reported during that time. According to the clinical report, ECMO was running on a high-pressure circuit during the hemolysis event, which was later resolved. The cause of the hemolysis issue was most likely patient condition related, based on data log trend and provided clinical details. Positioning issue: as per the clinical report, the doctor needed nursing support to press the blue button and used significant force to retract the device. The doctor also suggested that the position of the pump could have contributed to the difficulty in repositioning. The cause of the positioning issue was not determined since product was not returned for investigation. Ventricular tachycardia: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the ventricular tachycardia was unable to be determined due to insufficient clinical details.

Event description:
Additional information was provided and reported that the patient continued to need inotrope and pressor support. Urine output continued to have brown colored urine where orders were placed for dialysis. The bedside nurse discussed lack of perfusion and need for escalation. The surgeon was notified and agreed to escalate to impella 5.5. The procedural outcome was the patient survived surgery.